Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. The reason for reoperation was capsular contracture, baker grade iii, and seroma late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side contour lobulations due to capsular contracture, baker grade iii, and homogeneous echogenicity, identifying a liquid lamina adjacent to the prosthesis. The device has been explanted.